Manufacturer narrative:
The complaint and sample were forwarded to the manufacturing facility for investigation. A follow-up report will be filed once the investigation is completed.

Event description:
A theater room nurse developed itching/ irritation. She sought medical treatment and was given prescriptive medication.